Manufacturer narrative:
Lab analysis of packaging: based on the device analysis grid, the assessments of the complaint are: tyvek or thermoform sticking : observed a delamination in the inner and outer lid. No other additional observations. A further investigation is requested to analyze the event of lid delamination. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 1194610 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed in the laboratory was observed a delamination in the inner and outer lid. This is event is not categorized as workmanship, but this further investigation was opened to analyze the event. A review of the current risk documents was performed, and the event of difficult to open packaging (lid delamination) is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Also, pra (B)(4) was opened to preventively analyze this event. During the trend review of all lid delamination complaints for gel breast implants for the period of apr 22 through mar 24, was noted 1 outlier in feb 23. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the lid delamination event, so, no additional actions are deemed required at this time. The issue with lid delamination will continue to be monitored and corrective action taken in the future if deemed appropriate. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Company representative reported on behalf of healthcare professional "the paper on the back of the plastic implant case is yellowed and brittle, and the tab tore right off instead of pulling the paper seal with it." Device was not implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Company representative reported on behalf of healthcare professional "the paper on the back of the plastic implant case is yellowed and brittle, and the tab tore right off instead of pulling the paper seal with it." Device was not implanted.

Event description:
Company representative reported on behalf of healthcare professional "the paper on the back of the plastic implant case is yellowed and brittle, and the tab tore right off instead of pulling the paper seal with it." Device was not implanted.

Manufacturer narrative:
Corrected data: h.1 in previous medwatches should have been listed as malfunction.

Event description:
Company representative reported on behalf of healthcare professional "the paper on the back of the plastic implant case is yellowed and brittle, and the tab tore right off instead of pulling the paper seal with it." Device was not implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ tyvek or thermoform sticking: observed a delamination in the inner and outer lid. A further investigation is requested. Additionally, observed a yellow discoloration of inner lid. Further investigation inv-33574 and ncr 616861 were opened to analyze this event. No other observations observed on the device or device packaging. Samples of the yellow discoloration of the inner lid were taken to assist in the analysis of ncr 616861.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis : visual analysis of the photographs identified: tyvek or thermoform sticking: observed lid delamination in the inner packaging and yellow discoloration. No further actions are required as the device is observed out of its sealed package.

Event description:
Company representative reported on behalf of healthcare professional "the paper on the back of the plastic implant case is yellowed and brittle, and the tab tore right off instead of pulling the paper seal with it." Device was not implanted.